Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had been having on and off urgency frequency since the implant date. The device worked most of the time, but sometimes symptoms returned. The patient had achiness and pain since increasing therapy strength for the past two nights. They had pain while lying down, and were unable to lift their leg. They decreased therapy strength from 2.8 volts to 1.8 volts, and still felt uncomfortable stimulation. The caller reported the healthcare provider trialed programs 1, 2, and 3, and decided the patient responded best to program 3, so decided to leave it there. The patient representative switched to program 2 while on the call, and stated the patient felt stimulation above where the ins was located on the buttock area. They switched to program 1 at 0.2 volts and confirmed stimulation was in the bicycle seat area and comfortable. The patient would maintain the stimulation level to assess symptom relief, and would continue to track symptoms.

Event description:
Additional information was received from the patient. They were asked to clarify whether stimulation was felt in the ins pocket and they stated 'no'. They were also asked to clarify what they meant when they said the device worked most of the time, they responded some days the urgency and frequency were more than other days. The said the cause of the reported issues had not been determined, but they speculated the settings may be too high. The noted the pain and achiness had subsided when the device was changed from program 3 to program 1, the pain is considered resolved. Additional information was received at a later date from a friend/family member. The patient representative and the patient called back and reiterated having pain on program 3 due to "bumping it up," due to an increase in their frequency and urgency. The patient reported since switching to program 1 they were at .2 v and they have gone as far as .4 v but they have experienced increasing frequency and urgency. The patient stated if they went up any further, they were experiencing the pain and discomfort. The patient reported they had discomfort now. The patient mentioned they believed the pain began with the stimulation in (B)(6) of 2021 and that the pain had been so bad at that time to the point where they couldn't walk. The patient and their patient representative switched to program 2 on the call but the patient experienced a slight ache at .1 v. The patient then went to program 4 but again had a tiny ache at .1 v. Patient services advised the patient that they should never experience pain/discomfort with their setting and that if they couldn't find a program and stimulation level that didn't hurt, they could consider turning the device off. The patient was going to reach out to their health care provider (hcp) and in the meantime was going to try a comfortable setting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.